Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 87ml, indicating the home patient (hp) drained 87ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the issue was determined to be a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the ldv alarm. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.